Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pelvic and vaginal pain, chronic urinary tract and vaginal infections, painful intercourse, urinary incontinence, and erosion of mesh. No further information has been provided.